Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter shaft break occurred. A 06/3.00 flextome® cutting balloon® was selected for use. During preparation after the stylet was taken out, it was noted that the end of catheter shaft broke off. The procedure was completed with another of the same device. No patient complications were reported.